Manufacturer narrative:
Eval codes: results: stent dislodgement.

Event description:
Following pre-dilation, an attempt was made to implant a 2.25mm diameter x 18mm length endeavor resolute rx drug eluting coronary stent system into the proximal circumflex. Patient morphology was not provided. It is reported that the stent was inspected before use with no abnormalities noticed. It is reported that the stent fell off the balloon pre-deployment, however, it is reported that they were not able to recover the stent. They used a balloon in an attempt to embed the dislodged stent. Another endeavor resolute rx drug eluting coronary stent was deployed to complete the case. The patient is reported to be fine and no other sequelae were reported.